Event description:
Within the past month facility has experienced: 1) opening allergist tray noted needle thru cap during mfg x 2. 2) when placing needle into stopper needle came off completely. 3) when placing needle into rail it completely retracted into syringe. No incidents involved pts.